Event description:
Initially, it was reported that the patient was scheduled for vns system explant due to having had brain surgery and no longer experiencing seizures. It was reported that the patient wanted the device removed. It was later reported that the patient underwent the explant secondary to pain. The physician reported that the patient underwent epilepsy surgery and was seizure free so the vns system was removed. No other information was provided. The generator was returned and analyzed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.